Event description:
It was reported that the right ventricular (rv) lead had low threshold. It was also reported that programmed voltage what increased, however that created some pocket stimulation. Therefore ventricular capture management (vcm) was programmed off and programmed voltage adjusted still leaving a good safety margin for the patient with high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).